Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient underwent the second bronchial thermoplasty procedure to the lower left lobe of the lung. There were no issues noted to the device. Following the second bronchial thermoplasty procedure, (exact date unknown),the patient was admitted to the hospital for seven days due to the transient worsening of asthma symptoms. On (B)(6) 2015, the patient was discharged from the hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient underwent the second bronchial thermoplasty procedure to the lower left lobe of the lung. There were no issues noted to the device. Following the second bronchial thermoplasty procedure, (exact date unknown),the patient was admitted to the hospital for seven days due to the transient worsening of asthma symptoms. On (B)(6) 2015, the patient was discharged from the hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu list , asthma exacerbation, as a possible adverse events that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.